Event description:
It was reported that approximately 37.8 months post implant of a bifurcated device, an infrarenal and a suprarenal aortic extensions, an endoleak was noted and the overlap left between the infrarenal and bifurcated devices was of approximately 2.5cm. An additional infrarenal extension was implanted on (B)(6) 2014 to bridge the devices and resolve the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to an aortic neck angulation of near 65 degrees. Cautionary product use conditions that might have contributed to this event included the aortic extensions were the same size in diameter as the main body stent. The patient's medical history along with the device longevity might have contributed to this event in the form of disease progression and/or aortic remodeling. The persistent type ii endoleak post implant and the patient's use of antiplatelet therapy might have contributed to endo-tension, which might have contributed to the aortic remodeling. Immediately post implant, there was a persistent left-sided type ii endoleak from a lumbar source approximately 1 cm inferior to the renal arteries despite the deployment of a suprarenal cuff. Thirty seven months post implant there was substantiated evidence of a type iiia endoleak with a reduction in proximal overlap by 1 cm, although still adequate at approximately 4.0 cm. There appeared to be an anterior shift/remodeling of the stent components. There was suspicion that this finding was a type ii endoleak, but it could not be definitively confirmed due to the lack of delayed filming. The surgeon denoted a type iii endoleak on the operative report. The secondary procedure of an infrarenal extension and the procedural success was substantiated by medical documentation only. The patient was discharged home on the same post-operative day, on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical review, a root cause was not definitely identified, but anatomical remodeling and stent migration may have been a contributor. Off-label use of the device with an aortic neck angulation of near 65 degrees may have contributed to the stent migration. It could not be determined if the possible type ii endoleak was a factor.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Deviceremains implanted in the patient.